Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11400. It was reported the patient's ipg was explanted due to infection on an unknown date. A new system was implanted on (B)(6) 2019 and the existing lead was explanted and replaced by the physician for preference.